Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic console failed. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received which indicated during a combined cataract/vitrectomy surgery the console ultrasound failed. The procedure could not be completed. The patient retuned to the operating room four days later for completion. There was no impact to the patient.